Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 506 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared and the bg level was corrected with a bolus via the pump. The customer continued to use the pump for insulin therapy.